Manufacturer narrative:
(B)(4): the keypad was found to be lifted near the up arrow keypad button. The up arrow and ok keypad buttons had intermittent response when pressed and required excessive force to evoke a response. All other keypad buttons are normally responsive and have normal spring back or click. The keypad was removed to investigate revealing visible contamination under the keyp contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow and ok keypad buttons were intermittently unresponsive. The patient confirmed that there is no damage or peeling to the keypad. The patient reportedly has a lens film on the pump and wore the pump in a pocket. He also confirmed that he did not clean the pump. This report is made based on the allegation of the keypad response issue.